Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA had insufficient cannula length during use leading to hyperglycemia. The following was reported by the initial reporter: "it was reported that the consumers blood sugars were higher with the current box. Verbatim: consumer reported higher blood sugars with his current box of pen needles. Stated he was previously using the 8mm pen needles and felt his blood sugars were more under control."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA had insufficient cannula length during use leading to hyperglycemia. The following was reported by the initial reporter: "it was reported that the consumers blood sugars were higher with the current box. Verbatim: consumer reported higher blood sugars with his current box of pen needles. Stated he was previously using the 8mm pen needles and felt his blood sugars were more under control."